Event description:
Customer reported device =140 mg/dl on a pt in the inpatient room, 1.5 hours after taking daily insulin. Pt ate breakfast 1/2 hour later. Pt began vomiting and was taken to the doctor. Pt was sent to the e.r. (ER). ER device = "hi" and lab =about 600 mg/dl. Pt was admitted to the hosp and given an insulin IV drip. Controls were in range. A request was made for return product and replacement product was sent.